Manufacturer narrative:
G2: correction. H3: one device was returned for repair. No service history related to customers complaint found was found. Visual evaluation found the device was in used condition. Functional testing could not confirm the cusomter reported issue. There was no red screen with error code 41541. Device passed all tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red screen with error 41541. There was no patient involvement.